Manufacturer narrative:
Date of event: unknown. Investigation: three photos were provided for evaluation. The three attached photos show a needle with an epoxy splatter on the cannula therefore failure mode was verified. The assembly rack may have tipped during production coming in contact with wet epoxy on an adjacent rack, or a mis-assembled cannula may have flipped during assembly coming in contact with an adjacent needle. A assembly batch 7178529 had 6,523,000 needles produced. One needle with epoxy is a defect rate of (B)(4). This does not exceed specification limits. No corrective action will be initiated at this time. A device history record review revealed that batch# 7200896_ 9/28/2017 4pm drip overs- bulk tank rejected (3 bags worth) scrapped, bulk tank and oven scrapped. Setup corrected drip overs. Without seen the sample, we don't know if there is a connection between this incident and what the customer experienced. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.

Event description:
It was reported with the use of the bd precisionglide¿ specialty use sterile hypodermic needle there was an issue with foreign matter. There was no report of injury or medical intervention.